Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1910275, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-24. Medical device lot #: 1909268, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "noradrenaline" leaked from the back of the bd plastipak¿ concentric luer lock syringe during use. Lot# 1910275 was reported to have had 3 occurrences of the event, while lot# 1909268 had an unspecified number of occurrences, but the dates and/or patient information for these occurrences are unknown. The following information was provided by the initial reporter, translated from dutch to english: "complaint regarding a leaking 50 ml ll syringe (leakage at the back of the syringe) with noradrenaline concerning article number 300865 with lot numbers 1910275 and 1909268."

Event description:
It was reported that "noradrenaline" leaked from the back of the bd plastipak¿ concentric luer lock syringe during use. Lot# 1910275 was reported to have had 3 occurrences of the event, while lot# 1909268 had an unspecified number of occurrences, but the dates and/or patient information for these occurrences are unknown. The following information was provided by the initial reporter, translated from dutch to english: "complaint regarding a leaking 50 ml ll syringe (leakage at the back of the syringe) with noradrenaline concerning article number 300865 with lot numbers 1910275 and 1909268."

Manufacturer narrative:
H.6. Investigation: one sample from lot 1909268 was received for evaluation by our quality engineer. Through visual inspection of the sample, damage was observed on the syringe barrel. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. Ten retained samples of lot 1910275 and lot 1909268 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. A device history review was performed for lot 1910275 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. When reviewing device record lot 1909268, one annotation related to this malfunction was identified. During the assembly process for lot 1909268, a failure was detected in the assembly machine that caused barrels to become jammed. Once detected, the failure was repaired by the mechanical team and defective product was scrapped. Based on our quality team's investigation, it was determined this incident is related to the failure we identified for lot 1909268. In relation to lot 1910275, since we could not verify the reported failure and the device history review did not reveal any documented issues related to the reported malfunction, we cannot identify a root cause at this time.